Event description:
No osseointegration was achieved after concurrent placement of pepgen p-15 bone grafting material, perioglas, and an implant. It can be presumed that another surgical procedure would be necessary to achieve the desired results and preclude permanent damage to a body structure that would not be trivial.